Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue dilator was broken and remainder of the suture with dart was not returned. The capio slim suture capturing device was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture and was retrieved from the patient with no adverse effect. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg. Site name - freudenberg medical. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture and was retrieved from the patient with no adverse effect. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.